Event description:
Cadd solis was being used for pain control. Cadd therapy was discontinued and volume expected to remain in cassette to be wasted was 26.3 ml. However, when the rn drew the medication out of the cassette to waste, there was 50 ml remaining, which is the total volume of the cassette. Concerned that the patient did not receive any medication from this cassette.